Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that the bd saf-t-intima¿ IV catheter safety system leaked from the e-tubing near the clamp during infusion. No blood exposure to mucous membranes. No solution exposure to bare skin. No impact to the patient.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The device history report for lot number 6243979 was reviewed, no related abnormalities were found. Material number 383322 for lot 6243979 was manufactured on 09/21/2016. According to the sampling plan applied for product performance, this lot was accepted and released. All samples were reviewed for visual and functional characteristic, investigators were unable to identify any abnormalities as a result of their inspection. The root cause for this failure mode could not be determined, however the clamp that is cited in the complaint is not activated when shipped. This suggests that the damage resulted from use of the device and does not play a role in the manufacturing process. No corrective action required at the failure. The manufacturing process was reviewed and there are proper controls in place to detect product malfunctions.